Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The following was observed: the unit was due for calibration. This does confirm the alleged failure mode of sparking probable root cause: console ground failure. Current leakage too high. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit sparked when plugged in.

Event description:
It was reported that the unit sparked when plugged in.